Event description:
It has been reported that the device experienced a dpm hardware failure and was unable to pace during training session.

Event description:
It has been reported to philips that the device displayed dpm hardware failure message and failed to pace during training session.